Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports were observed during review of the device data logs. However, the device was put through extensive testing including full system level testing without duplicating the reports. The reports were cleared and did not reoccur. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and does not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the data file was provided for review. The customer's report was observed during review of the device data log. However, without return of the device for evaluation, root cause could not be firmly established from the logs. Analysis of reports of this type has not identified an increase in trend.